Event description:
It was reported that during the procedure, the surgical team encountered difficulties while performing arthroscopic osteosynthesis because the arthropump kept turning on and off. Due to this there was conversion to open surgery via arthrotomy and need for unplanned hospitalization (arthroscopic procedure initially planned as outpatient surgery)."

Manufacturer narrative:
Multiple attempts were made to retrieve the device and the device is yet to be returned in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: intermittent power lost. Probable root cause: blown fuse. Damaged circuit board. Power supply issue. Software error. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that during the procedure, the surgical team encountered difficulties while performing arthroscopic osteosynthesis because the arthropump kept turning on and off. Due to this there was conversion to open surgery via arthrotomy and need for unplanned hospitalization (arthroscopic procedure initially planned as outpatient surgery)."